Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown- "2 10mm inzii retrieval bags where used and it happened with both of them. Once placed through the trocar and the bag deployed the bag both bags released from the metal framework and the bags fell off. The dr said there was no risk to the patient. We are trying to get more info now. Both products were thrown away straight away unfortunately. We do have the remaining 8 units from that box that will be returned." Patient status- no risk to the patient.

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Engineering evaluated the sterile units that were returned, but the complainant's experience could not be replicated. The root cause could not be determined as all units met current specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA. (B)(4).